Event description:
The dr claims that after implanting the graft and removing the clamp, the graft leaked blood (quantity unk at this time) along its entire length, as if it was not impregnated. The dr also claims that his attempt to pre-clot the graft with the pt's blood was unsuccessfull. The graft was then removed from the pt and the procedure continued without complication with another graft. There was no injury or complication to the pt. The pt's condition is good.